Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The device showed multiple kinks along the shaft. There was a perforation located approximately 133.5 cm from the hub. A 5fr imager diagnostic catheter was used for testing. The outer diameter (od) of the renegade was checked using a led micrometer. The device was within its specification. A .014 guidewire was inserted and transcended through the device with no issues. The device was hydrated as well as the 5fr imager angiographic catheter and the device was inserted into the catheter and the renegade would not transcend through the test catheter due to the damage on the shaft. The force that was needed to push the catheter through the test catheter caused the kinks to interfere with the insertion. Inspection of the remainder of the device, except for the damage observed revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 19feb2019. It was reported that the microcatheter could not advance. A target lesion was located at liver. A 135/10 renegade hi-flo catheter was selected for use. During the procedure, it was noted that the microcatheter could not enter the 4f angiography catheter. There were no patient complications reported. Patient condition post procedure was stable. However, device analysis revealed that there was perforation located approximately 133.5 cm from the hub.